Manufacturer narrative:
According to the complainant the device will not be returned as it was discarded. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level (bg) rose above 400 mg/dl while wearing the pod between 37 and 48 hours. The pod was not sticking well to the infusion site (leg), causing the cannula to dislodge. The patient was taken to the emergency room and diagnosed with diabetic ketoacidosis. Symptoms reported include nausea, vomiting and pain in the abdomen. As treatment, the patient was given IV fluids and insulin. The patient was released after 6 hours. The pod was discarded at the hospital.